Event description:
Additional information was received from the clinical site. Examination was done on (B)(6) 2021. They attempted to restart the ins twice, and were unsuccessful. The decision was made to book the patient for the operating room for either revision or explant depending on coverage. Etiology was updated to related to the device or therapy. Additional information was received from the clinical site. The clinical diagnosis was updated to uncomfortable stimulation due to a fall.

Manufacturer narrative:
H2. Correction: please note, code f11 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2. Correction: please note, codes b20 and c20 no longer apply to this report. H3. The returned implantable neurostimulator (ins) (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to one overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after one full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the data report taken from the ins, the last recharge while implanted took place on (B)(6) 2020 and the battery was charged to 4.040 volts. On (B)(6) 2020 the battery had depleted to the "therapy unavailable" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. H6. Please note, d11 applies to the ins and d14 applies to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2021, ubd: 22-nov-2021, UDI#: (B)(4), product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2021, ubd: 23-mar-2022, UDI#: (B)(4), product type: lead; h6. Please note, codes a0705, a071102, a13, and a2303 apply to the ins, and codes e2311 and e2330 apply to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's ins went into overdischarge. It was not possible to communicate with the ins or to charge it. A couple of jumpstart attempts were made, but were not successful. The ins was explanted and replaced, and the issue was resolved. One lead was explanted at the same time as the ins replacement, and was replaced by a new lead. The second lead was explanted without replacement at the same time as the ins replacement. The uncomfortable stimulation due to the fall was also given as a reason for the modification. It was noted that the device indication was neuropathic pain type and injury to tissue of the nervous system. The primary indication for device use was complex regional pain syndrome type I (crps I) in 2009. This was the patient's first device for this indication. Medications included fentanyl, percoce t (oxycodone/acetaminophen), lorazepam, metformin, pregablin, venlafaxine (effexor), amitriptyline, baclofen, and cyclobenzaprine. Additional information was received from the clinical site. The event date was reported to be 2020. It was noted that the lead migration was confirmed. The device diagnosis was updated to lead migration/dislodgement. Surgical observation upon the patient's proce dure confirmed that lead migration did occur resulting in poor coverage of the pain area. The ins and lead 1 were replaced and adequate pain relief was confirmed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. The implant date of the ins and lead was provided. The patient reported that the fall was some time back. The event remained ongoing as of (B)(6) 2021.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had fallen from tripping over an object, which resulted in a change in stimulation, charging issues, and possible lead migration. The patient turned the device off, and had come in for a device reset. Imaging was done on (B)(6) 2021 which showed that one lead was projecting slightly dorsal to the spinal canal. The patient was booked for another appointment¿on (B)(6) 2021¿to connect with the device to determine next steps. No action was taken and the outcome was ongoing. The event resulted in an unscheduled clinic or office visit. The etiology was not related to the implant procedure and not related to the device or therapy. The device diagnosis was that the neurostimulator was unable to charge, and the clinical diagnosis was a change in stimulation due to the fall.

Manufacturer narrative:
H2. Correction: upon further review, additional patient and facility details were known. The patient's age at consent was 60 years old, and sections a and e were updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.